Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4) implanted: (B)(6) 2018 explanted: (B)(6) 2021. Product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-jul-2020, UDI#: (B)(4). Date of event was approximate: (B)(6) 2021 (month and year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and consumer via a company representative (rep) regarding a patient receiving intrathecal dilaudid 5 mg/ml at 0.3 mg/day via an implanted pump for non-malignant pain. It was reported the patient¿s existing catheter was cut during some kind of back surgery unrelated to her device. It was further reported the patient had a back surgery (date unknown), at which point her existing spinal catheter was cut. A replacement surgery was scheduled for both the cut catheter and her existing pump. The patient had a full system replacement surgery on (B)(6) 2021 and the pump and catheter would be returned. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient¿s medical history was asked but unknown.

Manufacturer narrative:
H3: the pump was analyzed and found to exceed the dispense accuracy specification by dispensing more fluid than the programmed rate. The catheter was returned and no significant anomaly was found. Continuation of d10: product ID 8780 lot# serial# (B)(6), implanted: (B)(6) 2018. Explanted: (B)(6) 2021. Product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.